Event description:
It was reported that after eating lunch with more bread than usual and without announcing the meal, the user observed a blood glucose value of 283 mg/dl; the agent explained that the ilet would continue delivering insulin as needed, and the glucose was beginning to trend downward. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine device function, and no hospitalization. Investigation included a review of device performance through user report and education on meal announcement practices. Investigation of this case revealed no device malfunction and suggested user-related use pattern as the contributing factor, with the device operating as designed to correct elevated glucose postprandially. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.